Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all switch connections were found to be dirty. A field service engineer cleaned each connection thoroughly and applied grease to ensure proper contact and functionality. After completing the cleaning and lubrication, ran a complete hardware test followed by application-level tests to verify that all components were operating correctly and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.